Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that 2 and a half or 3 years ago, they were implanted an artificial disc with a battery in it on their lower spine without their permission and they were being tortured by it. When asked, pt stated they were not given any external equipment to confirm the device. Pt mentioned their legs were numb from back surgeries and they wanted the implant to be removed. Onset of the call, pt already requested to speak to the higher ops and they mentioned there were a lot of agencies involved. Pt commentedin specific files, doctors are experimenting dogs and humans by controlling dogs remotely by implanted stuff and they have been experimenting since around 55 years ago, and the doctor upgraded their implant 2 and a half or 3 years ago. Agent attempted to return call to redirect the patient to a physician for further assistance with the device they were concerned had been implanted in their body, however they were unable to reach the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.